Event description:
The customer reported that chemotherapy was infusing but the vtbi was not decreasing. The value on the screen remained unchanged. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.